Manufacturer narrative:
H3) the instrument was returned for analysis. The weld was broken on the base of the starburst mount causing it to be loose. Otherwise, with markers attached and fully seated, the frame displays normal geometry and divot error readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the surgeon was ready to attach the reference frame to the spinous process clamp, it was noticed that the connection post on the reference frame was loose. This reference array was put aside and another similar reference frame was used with no issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.